Manufacturer narrative:
Block d6b: explant date: 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 21361088.

Event description:
It was reported that the patient experienced uncomfortable and inadequate stimulation. The patient underwent an explant procedure.